Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error codes were due to faulty light emitting diode (led). However, the specific cause of the faulty led was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the filter fault error e110 was due to defective 170 light-emitting diode unit. There was no image when shaking the defective printed circuit board due to failures of the video cable connectors. Additional findings include: the scope socket 180 was seriously worn due to excessive stress to the output socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video system center had a filter fault error of e110. The issue was found during inspection before use for a diagnostic laryngoscopy examination. The examination was completed with a similar device. There were no reports of patient harm.